Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the tip, which is consistent with handling. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The prep device used during the procedure was not returned. A 20 ml syringe was used to prep the device with no leak/ruptures noted, thus the complaint could not be confirmed. In this case, it is most likely that there was a connection issue with the inflation device used at the account. There were two bends in the shaft. Since these damages were not noted during inspection prior to use or included in the incident complaint, they likely occurred as a result of handling, packing, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. Factors that can contribute to a leak include but are not limited to damage to the device, handling of the product during preparation for use, and/or interaction with the lesion/anatomy and accessory devices during the procedure. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents for leaks/ruptures. All stent delivery systems are leak tested on the manufacturing line, and a sampling of units is destructively tested to verify rated burst pressure prior to lot release.

Event description:
It was reported that for an interventional procedure to the de novo, second obtuse marginal, 15 mm lesion with 80% stenosis, the physician was unable to pull negative while prepping the 2.5 x 18 mm xience v rx system outside of the patient. The device was not used on the patient and another 2.5 x 18 mm xience stent was successfully used. To post-dilate the lesion, a 2.5 x 12 mm nc trek was advanced through the copilot but there was resistance on advancement. On withdrawal, there was resistance and the shaft separated into 2 pieces at the notch. A 2.5 x 15 mm trek was advanced and inflated at the lesion to 16 atmospheres for 3 seconds to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek is being filed under a separate MFR number.